Manufacturer narrative:
Helpline support team reported that user when logging into his carelink account he is missing the data sharing icon, unable to accept care partners. "Complaint summary: helpline support team reported that user when logging into his carelink account he is missing the data sharing icon, unable to accept care partners. Investigation/testing summary: an attempt was made to reproduce the issue by trying to link test patient account to test care partner and confirmed that the issue was not reproducible. To assist with the resolution , requested the below information from helpline support team. Data sharing tab is visible only when there is a patient sharing data with care partner or a clinic. Does the patient has a care partner already linked to it ? If so can you please provide the care partner username for which the patient is associated ? Helpline support team provided below feedback :the caregiver downloaded the app, installed it and made the request to the patient but the patient does not receive the request and when entering the page he cannot see the request to accept because he does not have the dat sharing option. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. (Most likely) root cause: the most likely root cause could be assumed that patient missed to notice the notification under the profile. Analysis summary: carelink support team requested additional information on the screenshot of the request to investigate further. Despite of follow ups , we were unable to obtain the response from the user. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the when logging into his carelink account was missing the data sharing icon. Troubleshooting was not performed and found that the issue was not resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the carelink. The device will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.